Event description:
X-ray, CT scan revealed softball sized mass found in chest possibly from philips recall. Biopsy (B)(6) 2022. Contact me with questions. This is difficult to fill out given the pain I'm in. FDA safety report ID# (B)(4).